Event description:
A pt came in for a routine filter removal. Pre-removal films showed the filter legs in the renals and one limb had fractured. The doctor decided not to remove the filter at this time.